Event description:
The customer reported the ventilator did not switch over to backup battery and alarmed upon loss of ac power during the hospital generator check. The customer reported the ventilator was in use on a patient, and there was no patient harm. Review of the ventilator diagnostic log history noted that when the ventilator was powered on by the user it displayed a message 'backup battery not connected', indicating to the user that the battery in place for backup power had a low capacity for use. The manufacturer's field service technician was able to duplicate the reported event. The service technician replaced the depleted battery to complete the service. Extended self testing (est) and applicable final tests were performed, and all tests passed to operating specifications. This event is being reported as a user error.